Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced acute swelling at the implant site. The recipient was prescribed antibiotics and steroids, (cefdinir and medrol dosepak), however, the swelling continued to recur when off the antibiotics or steroids. The recipient's physician suspected cholesterol granuloma with implant capsule inflammation. On (B)(6) 2022, the recipient's wound was aspirated and a small amount of serosanguineous fluid aspirated. On (B)(6) 2022, the recipient underwent explant surgery, wound irrigation, and debridement. The recipient was not re-implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.